Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the charged coupled device unit, noise on image occurred during angulation in up and down directions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, noise on image was observed. The service repair technician indicated that the most likely cause of the noise on image was due to damage on charged coupled device unit. There was no patient involvement.